Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, bacterial infection, was deemed to meet serious injury criteria of requiring medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler was not performed as the lot number was not provided.

Event description:
A physician reported via a merz sales representative that a female patient was injected with radiesse. Medical history and concomitant medications not reported. Several months ago, the patient was injected with an unspecified amount of radiesse to the face. Several months post injection, the patient developed a possible facial granuloma versus a possible facial infection. Treatment, causality, lot number and outcome not reported. On 22-mar-2017, follow up information was received from the physician. On (B)(6) 2017, the patient was injected with an unspecified amount of restylane lift and radiesse+ to the zygoma and midface. On (B)(6) 2017, the patient complained of gradual swelling of the right zygoma and worsening pain. On (B)(6) 2017, the patient was examined by the physician, who palpated a tender mass approximately 1.5cm-2cm in size. The skin was unremarkable. The patient denied recent dental, respiratory or acute infections. On 23-mar-2017, follow up information was received from the physician. The diagnosis was clarified as bacterial infection. Treatment reported as bactrim (trimethoprim/sulfamethoxazole) and clindamycin. On 29-mar-2017, follow up information was received from the office manager. The physician has been seeing the patient daily.